Manufacturer narrative:
During the removal procedure, the distraction rod portion was not removed from the patient's left femur. The surgeon does not have plans to remove the remaining distraction rod at this time. To date, the patient is doing fine and no negative outcomes have been reported. A DHR review revealed that there were no deviations from the manufacturing process, and that the device was released within specifications.

Event description:
A representative reported that a patient had completed their lengthening treatment with precise, however, the device allegedly broke during the removal procedure.